Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulties charging their implantable pulse generator (ipg). Additional training on proper charging was provided, however was unsuccessful. The patient underwent a procedure wherein the ipg was replaced with a different model before completing the procedure. The patient was successfully programmed and did well postoperatively. Analysis of the ipg was not performed as it was retained by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event